Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. In addition, the associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device had one year decreased in longevity in a span of three months. Engineering analysis determined that the power consumption of the device has been increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen as content in the sealed pulse generator atmosphere. Moreover, a device replacement was recommended. Additional information was received indicating that this device exhibited premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects reported. Additional information was received that this pacemaker device exhibited a subsequent high out of range pace impedance measurement on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switches the rv lead from the bipolar to the unipolar pace and sense configuration. The rv lead is not a boston scientific product. The patient was noted to be in the clinic for lss testing ahead of a scheduled device replacement procedure for premature battery depletion. It was indicated that after the high out of range impedance measurement, the impedance had returned back to within normal specification limits. There was no noise observed or able to be reproduced with isometric testing, but higher impedance measurements were observed during this testing. The impedance measurement in the bipolar configuration was noted to be 387 ohms and during the isometric testing, it was 2000 ohms. The rv threshold measurement in the unipolar configuration was noted to be 0.5 volts at 0.4 ms, which is appropriate. The rv threshold was not measured in the bipolar configuration. Boston scientific technical services (ts) explained to the boston scientific representative that this high impedance measurement may be due to a device header spring contact issue based on the fact that noise could not be reproduced. Evidence is suggestive that the pacemaker device was subsequently explanted as scheduled and replaced with a different manufacturers device, and the rv lead remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device had one year decreased in longevity in a span of three months. Engineering analysis determined that the power consumption of the device has been increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen as content in the sealed pulse generator atmosphere. Moreover, a device replacement was recommended. Additional information was received indicating that this device exhibited premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects reported. Additional information was received that this pacemaker device exhibited a subsequent high out of range pace impedance measurement on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switches the rv lead from the bipolar to the unipolar pace and sense configuration. The rv lead is not a boston scientific product. The patient was noted to be in the clinic for lss testing ahead of a scheduled device replacement procedure for premature battery depletion. It was indicated that after the high out of range impedance measurement, the impedance had returned back to within normal specification limits. There was no noise observed or able to be reproduced with isometric testing, but higher impedance measurements were observed during this testing. The impedance measurement in the bipolar configuration was noted to be 387 ohms and during the isometric testing, it was 2000 ohms. The rv threshold measurement in the unipolar configuration was noted to be 0.5 volts at 0.4 ms, which is appropriate. The rv threshold was not measured in the bipolar configuration. Boston scientific technical services (ts) explained to the boston scientific representative that this high impedance measurement may be due to a device header spring contact issue based on the fact that noise could not be reproduced. Evidence is suggestive that the pacemaker device was subsequently explanted as scheduled and replaced with a different manufacturers device, and the rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had one year decreased in longevity in a span of three months. Engineering analysis determined that the power consumption of the device has been increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen as content in the sealed pulse generator atmosphere. Moreover, a device replacement was recommended. Additional information was received indicating that this device exhibited premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects reported.